Event description:
The following was reported to datascope on 6/10/98: under fluoroscopy, the top portion of the iab appeared to not inflate. This portion did not inflate even after manual inflation. The iab was removed without difficulty & another was inserted. [Event complications]: unk- reported 5/18/98. [Pt's current status]: unk- rpt'd 5/18/98.

Manufacturer narrative:
Eval summary: eval: the iab was received intact for eval with the balloon membrane noted to be loosely folded. Visual examination revealed the sheath to be covering nearly one-half of the membrane. As a test, the iab was placed in a test chamber having a 75 mmhg back pressure to stimulate the pressure within the aorta (after the sheath was pulled back past the metal sleeve). The balloon fully inflated after 2 cycles on the pump. The iab subsequently pumped satisfactorily at 100 & 140 bpm. No alarms were triggered on the pump. After 2 minutes of pumping, an inflate/deflate chart was recorded. The chart confirmed that the balloon fullt inflated & deflated satisfactorily at 100 & 140 bpm during lab iabp testing. Thus, lab examination revealed no defects in the returned iab. Probable cause of difficulty: no defect was found in the iab during lab testing. It was not possible to determine the exact cause for the reported balloon difficulty based on the examination of the device. Thus, in general, excessive alarms & inflation difficulties may attributed to one or more of the following: 1. The membrane did not fully exit the sheath (the condition of the returned iab supports this statement). 2. The balloon entered a subintimal space. 3. The balloon was placed too high in the aortic arch or in the subclavian artery. 4. The iab failed to completely unfold because the user failed to inject at 60cc of air as advised in the instructions for use. 5. The catheter kinked within the pt probably because of severe vessel tortuosity &/or pt movement. 6. The catheter kinked outside the pt. The user may have failed to secure the catheter & y-fitting to the pt. Manipulation of the kinked portion of the catheter could have minimized the restriction & improve balloon performance. 7. A kink in the catheter may have restricted the flow of helium into & out of the balloon causing it to not fully inflate during the initiation of iabp. 8. There was a loose connection between the iab & the pump or between the pump & the safety chamber. Checking these connections may alleviate the problem. 9. The balloon pump needed servicing.